Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "the smart button refuses to work. The start key is not responding after switching empty source container" was confirmed and reproduced during device evaluation. The root cause was due to a defective graphic membrane keypad panel. The graphic membrane keypad panel was replaced to correct the reported problem. This issue is being investigated through CAPA.

Event description:
Baxter received a report from a buyer involving an automix 3+3 compounder. According to the facility, the smart button refuses to work. The start key is not responding after switching empty source container. This occurred during use in the pharmacy. Unit is being swapped. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the reported condition was confirmed. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.